Event description:
It was reported that there was a measuring problem between the programmer and the analyzer - "cannot measure." The programmer and analyzer were returned for repair. The programmer rf (radio-frequency) head was returned with the programmer and tested out of specification during the manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based in part on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. The programmer passed testing. However, it powered up with an error message after preventative replacement of a circuit board. (B)(4) analysis found the programmer rf (radio-frequency) head failed electrical testing. The cable was out of specification. (B)(4) analysis could not confirm the reported event. The analyzer passed testing. Bent alligator clips were found on one of the analyzer cables; however, readings were still able to be obtained with the cable, with no anomalies.